Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.

Event description:
Note: this report pertains one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-03130 and 3005099803-2015-03129. It was reported to boston scientific corporation that a trapezoid&#10258;x basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was noticed that the side car-rx (guidewire port) was partially torn and pushed back upon inserting the device into the patient. A second lithotripter basket was used; however, it was also noticed that the side car-rx (guidewire port) was pushed back upon insertion. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
A visual evaluation of the device found the basket to be closed/ retracted. The basket extended and retracted easily. Moreover, the side car-rx presented pushback out of specification. The evaluation concluded that the condition of the returned device was consistent with the complaint incident that the side car-rx presented pushback out of specification. According to the reported event, the issue occurred during the procedure and inside the patient. The complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedure factors encountered during the procedure performance was limited, therefore, the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-03130 and 3005099803-2015-03129. It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was noticed that the side car-rx (guidewire port) was partially torn and pushed back upon inserting the device into the patient. A second lithotripter basket was used; however, it was also noticed that the side car-rx (guidewire port) was pushed back upon insertion. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."